Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unspecified breast surgery with two unspecified mentor saline breast implants and suffered unspecified health consequences postoperatively. The patient remarked that the implants nearly killed her and completely disabled her by age (B)(6), but did not provide specific information on the symptoms she experienced. As a result, she had the devices explanted at an unspecified time, after which she noted a 90% reduction in symptoms. The patient also reported that the devices were ¿completely full of very obvious mold¿ upon explant, and that they seemed to be missing much of the saline expansion fluid. This complaint was received from a social media source, and no follow-up for additional information is possible at this time. Mentor has no confirmation from a healthcare provider that the reported substance inside the devices was mold, nor the ability to test the complaint devices for microbial contamination. This report is for the patient¿s right-sided device.